Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic inspection of the lead ports did note a small amount of body fluid infiltration. In addition, impressions were noted in each port indicating the position of each lead¿s seal rings when they were connected to this device. It was confirmed that the leads had been completely inserted into each port when the system was implanted. The seal plugs were not damaged and the setscrews moved freely and without any issues. A review of the device memory did not reveal any out of range measurements. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications. A new lead was inserted into the each port and the setscrews were tightened in order to test the pacing functions. All testing was normal. The case of the device was then tapped and the leads were manipulated while the testing was repeated. No interruptions in pacing or noise were noted during analysis. Laboratory analysis was unable to reproduce the clinical observations. This device met all specifications during analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced syncope and was admitted to the emergency room. The device was interrogated and all normal values were noted. Four days later, the patient experienced syncope again. Device interrogation once again showed normal measurements so it was decided to monitor the patient with a holter monitor. While under investigation, a pause in pacing that lasted for nine seconds was noted. As a result, the ventricular outputs were increased and the sensitivity was modified. Another holter monitor was performed and two more pauses in pacing were noted. All lead measurements were in normal range. The physician believed it was an issue with the pacemaker and a revision was scheduled to replace the device. No additional adverse patient effects were reported. Additional information was received that during the revision, pauses in pacing were observed when the physician touched the rv lead terminal pin or the lead itself; however, pacing impedance and pacing threshold measurements were still in normal range. A possible lead issue was also expected. The pacemaker and rv lead were explanted and will be returned for laboratory analysis.

Manufacturer narrative:
This report will be updated upon return and completion of analysis.